Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01622. This report is being submitted as additional information. The patient's age, gender and weight were not provided. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. The motor is not a single use device. Approximate age of the device is 9 years, 7 months (calculated from the manufacture date of the motor). The event occurred at (B)(6). Device analysis (additional information): the reported event could not be confirmed nor reproduced during testing of the returned motor. The motor was operated for an extended period of time multiple times and the test ran successfully each time, with the correct flow and speed values displayed at all times. The pump did not stop nor did it produce any error messages or alarms. Full functional checkout was performed and the motor passed all tests. The motor was found to function as designed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018, after cardiotomy surgery and inability to wean from the extracorporeal circuit (ecc), centrimag support was initiated. After implant, the pump stopped during transfer of the patient to the intensive care unit while on battery transportation. The primary console displayed zeros instead of values for the flow range and pump speed. All connections and contacts were checked and were fine. Immediately after pump stoppage occurred, the battery indicated a full charge and then showed a full discharge. When attempting to start the pump several times, it did not resume the flow. The main primary console was replaced with a backup primary console. No additional information was provided.